Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that the minicap transfer set patient connector could not be connected to the locking titanium adapter after the transfer set was changed. The same situation occurred even after the transfer set was changed again. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable locking titanium adapter was identified. As the locking titanium adapter was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.